Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an asymmetrical balloon, and urine leakage was found along the catheter on the 3rd day of use. Per additional information received on (B)(6) 2018 from ibc, there were no holes, rips, tears, or obvious defects on the catheter.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation verified the returned sample balloon shape was found within specification. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that there was an asymmetrical balloon, and urine leakage was found along the catheter on the 3rd day of use. It was later reported on 08/07/2018 from the international business center that there were no holes, rips, tears, or obvious defects on the catheter.